Event description:
It was reported that there was a left liner and head revised due to loosening. Additional information received on (B)(6) 2013 from sales rep: "it was the liner that was loose".

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.